Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient could not be ventilated. There was no patient injury reported.

Event description:
It was reported that the patient could not be ventilated. There was no patient injury reported.

Manufacturer narrative:
A logbook analysis was carried out regarding the reported event. Overall, the log analysis showed no indication of a device-induced stop of automatic ventilation during the period 09:00¿10:00 on 23 march 2026. During this period, alarms for high airway pressure, low minute volume and insufficient etco2 values occurred repeatedly. The leak rates measured in the device log are present, but do not indicate a massive internal leak in the device, but rather a leak in the tubing system. At the same time, the behavior of the system shows that the device was able to ventilate in a controlled manner (vc mode) and deliver the set parameters. Therefore, a primary technical malfunction of the device could not be confirmed. Finally, no device error could be found as cause for the reported symptoms. The analysis of the complaint data does not indicate a systematic accumulation of the symptom described. Based on the available investigation results, the case is subsequently assessed as not reportable.